Event description:
It was reported by service report that the right siderail is broken and will not stay up. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - siderail assist cable.